Event description:
It was reported that during an a-fib procedure, error 8 appeared. Along with the error code, the body surface (bs) and intracardiac electrogram (ic) ecgs on the carto 3 system was lost. Rebooting the piu with catheters connected did not resolve the issue. When disconnecting the lasso catheter, the issue disappeared; however, when the lasso catheter was connected to the piu, error 8 returned and ECG's disappeared again. By exiting the study, disconnecting the lasso catheter, and connecting the lasso catheter to the 20 a port error 8 did not return, and the ECG's remained. The case was completed without any patient consequence. Upon receipt the product, on (B)(4) 2012 biosense webster lab found that there was corrosion residues at the connector pins that might contribute to the failure reported, thus marking (B)(4) 2012 as the alert date for this report. This event had been initially reported under MFR # 3008203003-2012-00002 (product: carto 3 system) submitted on (B)(6) 2012. , because according to the event description - when the lasso catheter connected to the 20a port on the piu, there was no error and the signals were fine.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that there was corrosion residues at the connector pins that might contribute to the failure reported. Then the catheter was electrically tested and it failed since leakage was observed on electrodes 2 and 22. Also the catheter was tested on eeprom, carto and calibration test and the catheter passed all tests. The catheter was then dissected and it was determined that the root cause of the leakage was the corrosion found at the connector pins. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified; however, the root cause was determined not to be manufacturing related.